Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that child patient experienced three events of infusion set bent cannula on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 400 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.